Manufacturer narrative:
(B)(4).

Event description:
During a left ventricular ablation procedure, a cardiac tamponade occurred. A tacticath quartz ablation catheter was advanced via a retrograde approach into the left ventricle for mapping purposes. The catheter was moved to the left ventricular outflow tract and contact force was lost; however, the procedure was continued without contact force and ablation was performed. Near the end of the procedure, the patient complained of feeling weak and became hypotensive. A cardiac tamponade was diagnosed and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The results of the investigation concluded that the catheter displayed an error when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and microscopic inspection of the transition between the catheter shaft and the proximal edge of the distal tip revealed part of the adhesive was no longer adhered, consistent with fluid ingress and a loss of force data during the procedure. As a result of this finding, sjm has made modifications to prevent future occurrences. It is unlikely that this finding contributed to the reported event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.